Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, upon insertion, it was noticed that the device was oriented at two o'clock position. It was reported that they tried to twist the handle; however, it did not resolve the problem. Additionally, it was reported that the cutting wire orientation, with respect to the plastic tip, was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.